Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting which took place in september 2015 (FDA-2014-n-0736-1324, awareness date 08-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted. The consumer stated that she received physical therapy and multiple steroid injections in her spine for two years, later to find that it was the result of her essure coils migrating out of fallopian tubes and into other parts of her body. One was pressing on her sciatic nerve and preventing her from picking up her baby for two years and the other was embedded in her uterus and had to be cut out. She suffered for two years and went to 3 doctors before she found a doctor that didn't say it was all in her head and that essure was perfectly safe. She had surgery to remove the coils and rods which had both separated in her body and the surgery left keloid scars on her lower abdomen. Follow up received on 26-oct-2015: ptc investigational result. Ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted. Her essure coils migrated out of fallopian tubes, one was pressing her sciatic nerve (interpreted as device dislocation and sciatic nerve compression) and other was embedded in her uterus and had to be cut out. She had surgery to remove the coils. In the reference safety information for essure, only the sciatic nerve compression is unlisted. In this particular case, the consumer stated that one essure coil was compressing the sciatic nerve. Considering that the occurrence of this event is implausible, it is not possible to determine what has in fact occurred and therefore, it is not possible to assess this event at this time. In contrast, a device embedment in the uterus may occur. Thus, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.